Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of the driveline infection was (B)(6) 2024. The patient presented with purulent drainage. They were initiated on doxycycline and had induration along of the driveline. The patient was admitted and initiated on intravenous (IV) antibiotics. They were positive for pseudomonas bacteria which had cleared. The patient underwent a driveline revision. The blood cultures were clear, and the patient was discharged on 8 weeks on IV antibiotics.

Event description:
It was reported that the ventricular assist device (vad) nurse practitioner communicated that the patient had a driveline infection.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.